Event description:
The user facility reported to terumo cardiovascular systems that the tip on the inlet water port on the oxygenator appeared to be melted. No pt involvement as this occurred during setup. Product was changed out. Surgery completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available.